Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported there were no more problems and confirmed as was turned on.

Event description:
Additional information was received from the patient. They reported that their doctor couldn't help, but they met with the manufacturing representative (rep) and they set the controls. After 4-5 days the programming started changing as their position changed and that worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their doctor couldn't help, but they met with the manufacturing representative (rep) and they set the controls. After 4-5 days the programming started changing as their position changed and that worked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that the stimulation wasn't working as intended. Patient noticed this issue yesterday as they had so much pain on the left side of their back so when they kept trying to increase stimulation, it ended up making their leg numb.  Patient had a couple of questions about the device and therapy. Caller stated that they were not real sure what to do with each different group. Patient said that they knew how to adjust all the intensity, however they just weren't sure what all the groups a, b, and c were for; agent reviewed what groups and programs were. Agent offered to walk the patient and caller through changing the groups and programs to see if the therapy would target the pain site better, however the patient declined and said that there was nothing that told them what each group was destined to do. Patient asked if they had the wrong kind of device put in; agent reviewed requested information with the patient. Patient mentioned during the call that the only thing they got was the book that came with the device, so some of the things that were shown in the book weren't on the device on the patient, such as the pulse width, cycling, rate, etc. Agent provided the patient with the  redirected the patient to healthcare provider to further address the reported issue.